Manufacturer narrative:
Additional information: b5, b7, h2 and h11. B5: upon follow up, it was reported that the patient was treated with vancomycin injection (1gm/every 3 days/intraperitoneally) and meropenem (500mg, three times a day, intraperitoneally) for peritonitis. At the time of this report, the patient has recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported that the patient was not hospitalized for peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.